Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray leaked past the stopper before use. This complaint was created to capture the 14th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." 'These lots were leaking past the stopper."

Manufacturer narrative:
Investigation summary: a device history record review was performed for provided final lot number 9213456 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one sealed tray of twenty-five syringes was provided for evaluation by our quality engineer team. The syringes were examined and six of the syringes were found to have scuff marks on the flange component. One of the syringes had a plastic foreign matter particle behind the stopper component, outside of the fluid pathway. All twenty-five samples were tested for leakage per procedure; however, no signs of leakage were observed in any of the samples. Based on the investigation results, a manufacturing related cause could not be determined for this reported incident. Our quality team will continue to monitor the production process for potential signs of leakage and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray leaked past the stopper before use. This complaint was created to capture the 14th of 14 related incidents. The following information was provided by the initial reporter: "large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product." "These lots were leaking past the stopper."